Event description:
It was reported that the (1) pn120 was used during a laparoscopic vaginal hysterectomy. It was reported that the surgeon inserted the verrus needle and did the syringe test. The syringe filled with dark contents. The surgeon used another needle and insufflated lower in the abdomen. Once inside the abdomen, he realized that the verrus needle went through the pt's large bowel. A general surgeon was immediately called to repair the perforation. The perforation was sutured closed with a 3-0 pds suture. The case was completed successfully. The case was extended by 20 mins.